Event description:
A customer's spouse reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 65 mg/dl at the time of the call. The spouse informed what the alarm was for and checked the customer's basal rates to see how many units of insulin they had left. The customer was treated with glucose tablets for their low blood glucose. The customer was assisted with turning off the auto off feature on their insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.